Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding the patient with an implantable neurostimulator (ins) for a herniated disc and spinal pain. It was reported that when the rep showed up to the case, they learned that the patient had been reprogrammed a few times and had decided to get their lead repositioned to hopefully get better coverage. It was unknown if there were any external factors that led to the reported issue. The lead was repositioned and replaced with a 5-6-5 lead. The patient previously had a 2x8 lead, but the neurosurgeon preferred to use the 5-6-5. It was indicated that there was no complaint alleged against the 2x8 lead, and that it was just a preference. The issue was resolved at the time of the report. It was reported that surgical intervention occurred. The lead was explanted and replaced. The customer was notified that the product should be returned, but the lead was discarded. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.